Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter and freestyle strips were reviewed and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. The exact date that the incident occurred is unknown. The date entered in is based on the customer report of "month ago". In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the adc glucose meter. A customer reported the meter powering on when the button pressed but would not with the test strip insertion. The customer was seen at an emergency room where a blood glucose result of 360 mg/dl was obtained on the hospital¿s meter and the customer was hospitalized. The customer was administered novolog for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.